Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump turned off and was unable to turn back on despite using multiple usb cables and adapters. The customer's blood glucose was 112 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.